Event description:
It was reported that the vns patient had developed an infection a few weeks after having vns generator replacement and required explant of the vns lead and generator. The site indicated that they plan to re-implant the patient a few weeks after the infection had resolved. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received indicating the patient was scheduled for vns re-implant on the right side. Re-implant surgery reportedly occurred on (B)(6) 2012.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
The lead and generator product information was obtained. The device history records for the patient's lead and generator were reviewed and sterilization of both products, prior to shipment was confirmed. Additionally all attempts for additional information have been unsuccessful to date.